Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-mar-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain, lead migration, loss of therapy, and loss of effective pain relief associated with the lead 977a260 5mm compact 1x8 MRI. The patient was carrying a case of water when the plastic ripped, prompting a quick reach to prevent dropping it. Following this, the patient noticed decreased pain relief. An x-ray ordered by the physician revealed that the right lead had migrated. The patient was switched to another program on the lead that did not migrate to attempt better coverage. The patient planned to report back in a week regarding their condition. It was unknown if there was any patient involvement or complications as a result of the event. The manufacturer representative (rep) indicated they would send any further information as they become aware.